Manufacturer narrative:
Eval conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
A catheter and syringe were connected to the manifold. When blood was aspirated by the syringe, air came into the syringe. The kit was replaced immediately. No air was injected into pt. No harm or injury was reported.